Event description:
Major pump unit(s) involved: external control system failure. Additional text: driveline strain relief. Specific component(s) involved: driveline malfunction. Additional text: broke away from metal piece. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : company placed clamshell on driveline to avoid further wear. Implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: driveline malfunction.